Event description:
Out of range lead impedance was reported which caused a polarity switch. The patient was stable. Further information was requested but not received.

Event description:
Further information was received indicating a high, out of range pacing impedance was observed. The lead will be monitored and the patient was stable.